Event description:
It was reported that the device exhibited a periodic inspection alarm lec1310, error 1871, and remote code error. The event occurred during patient use. No adverse patient effects were reported by the customer.

Manufacturer narrative:
B3, g4, d4: UDI unknown. One device was received for evaluation. Visual inspection found no physical damage on the device. A review of the event history log found records of error code 1871, and error code 1310. Functional testing was able to verify the reported problem. It was determined that the most probable root cause is a defective motor. To address the issue, the software was reinstalled. The service history review identified no indication that the complaint was related to a service of the device within the review period.